Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode three days ago and was hospitalized. While in the hospital, it was noted that this rv lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration and no pacing was observed in bipolar. The lead was then reprogrammed to unipolar pacing. An x-ray was performed an noted a fracture near the junction of the clavicle and the sternum. Surgical intervention was undertaken. The lead was explanted and replaced. Visual observation also noted a fracture of the outer coil upon explant of the lead. No additional adverse patient effects were reported. The lead was given to the patient family and will not be returned.